Manufacturer narrative:
On january 20, 2022, mentor became aware that patient also experienced a wound infection post procedure. Subject ID: (B)(6). This event is associated with the glow clinical trial. Reason for device explant and/or reoperation: rippling, asymmetry, implant malposition, hematoma, early onset seroma, wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced primary breast reconstruction surgery. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling, asymmetry, implant malposition, hematoma, and early onset seroma. Manufacturers reference number: (B)(4).

Event description:
This event is in relation to (B)(6) study participant (B)(6). It was reported that a caucasian female patient who underwent breast reconstruction surgery with a 485cc mentor memoryshape breast implant experienced left sided rippling, asymmetry, implant malposition, hematoma, and early onset seroma post procedure. On (B)(6) 2020, patient underwent a surgical intervention to have acellular dermal graft placement, fat grafting, flap reconstruction to address the rippling, asymmetry and implant malposition. On (B)(6) 2020, patient had drainage and aspiration to address the hematoma. As a result of the early onset seroma, patient underwent removal and replacement with an unspecified breast implant on (B)(6)2021.